Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and 2 too large) message and that the platform's blue case was broken. No adverse patient sequelae was reported. No additional information was provided. Manufacturer requested additional information on 09/09/2013 and 09/12/2013; however, no additional information has been received.

Manufacturer narrative:
The platform in complaint was returned to zoll on 09/03/2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the blue casing to be split and damaged, the head restraint and button rubber to be split, both the short and long black covers to be damaged, the battery bay screw posts damaged, the blanking plate missing, damage to internal screw posts and both external and internal blood contamination. Functional testing of the returned platform was performed and user advisory 7 (discrepancy between load 1 and load 2 too large) was noted during initial testing. Further testing revealed both load cells to be at fault, causing the ua7 to occur. A root cause of the load cell failure could not be determined. In summary, the reported complaint that the platform blue casing was broken and ua 7 was confirmed based on both the visual inspection and through functional testing.